Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention took place on (B)(6) 2022 where the ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.